Event description:
The complainant alleged while attempting to defibrillate a pt (age unknown) during open heart surgery, the device failed to charge or discharge. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant also indicated that there was no adverse effect to the pt as a result of the reported malfunction.